Event description:
This facility has experienced multiple problems with this product leaking, occluding, and posing potential infection control issues. Despite using special packaging to transport them through the tube station, the bags have been found to be leaking upon arrival. When the bag is put under pressure, it cracks and leaks from the blue medicine port. Additonally, the 250 cc bag is longer than its predecessor, and it causes upstream occlusion alarms in the baxter I-pump (used for epidural/intrathecal infusions) because the tubing gets kinked. Nurses state that they have to bend/bow the bag in the lock box to make it fit better. Finally, the access port on the bag is protected by a small removable cap that does not cover the entire surface of the port. This means that if the nurse misses the entrance diaphragm when spiking the bag and the tip of the tubing touches the surface that surrounds the entrance diaphragm, the system can be contaminated.in some cases, there were medicines mixed in the bag. There also are discrepancies in the bag weights for the 250 ml bags by as much as 45ml's. Manufacturer response (as per reporter) for IV bag, (brand not provided)no reponse yet.